Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (cardiac arrhythmia) could not conclusively be established through this investigation. A direct correlation between (B)(6), and the reported event could not conclusively be determined. It was reported that the patient was experiencing persistent ventricular arrhythmia on (B)(6) 2021 and was required to be defibrillated. The patient was hospitalized from (B)(6) 2021 through (B)(6) 2021. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The heartmate 3 left ventricular assist system instructions for use lists potential adverse events such as cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complications. The current heartmate 3 lvas IFU , lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The defibrillation resolved the arrhythmia. The patient's beta blockers were increased before discharge, which improved control of symptoms. Amiodarone could not be administered due to interstitial pneumonia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent ventricular arrhythmia on (B)(6) 2021. The patient was hospitalized from (B)(6) 2021. The patient was defibrillated.